Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. This event was previously reported on MFR # 0001822565-2025-00169.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. This event was previously reported on MFR # 0001822565-2025-00169.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface medial congruent (mc) catalog # 42512100410 lot # 65072922. Femur trabecular metal cruciate retaining (cr) narrow porous catalog # 42502206201 lot # 63851669. Patella reamer blade with pilot hole 32 mm diameter single use only catalog # 00597909532 lot # 64353588. 3.5 mm hex head screw 3.2 mm diameter 33 mm length catalog # 00590103533 lot # 65307233. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.